Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged which was confirmed with a chest x-ray. The patient underwent a lead revision. The physician attempted to reposition the lead but could not be fixed successfully. The physician removed the lead and determined there was tissue in the helix and the helix was deformed. No patient complications have been reported as a result of this event.